Event description:
It was reported that the patient experienced infection and pain at their right inflatable penile prosthesis cylinder. The infection was due to the surgery. The following month, the cylinder was replaced with a 16cmx9.5mm cylinder. The patient was doing well.

Event description:
It was reported that the patient experienced infection and pain at their right inflatable penile prosthesis cylinder. The infection was due to the surgery. The following month, the cylinder was replaced with a 16cmx9.5mm cylinder. The patient was doing well.

Manufacturer narrative:
An analysis was performed. The results are as follows: the ams700 cylinder was visually inspected and functionally tested. There was a leak in the input tube that was the result of sharp instrument damage this cylinder also had broken fabric threads. It is probable that this sharp instrument damage occurred during removal of the product given that the device was implanted and in use for over five years. An overall investigation conclusion code of adverse event related to procedure was chosen as the reported adverse event occurred during the procedure and the device had no influence on the event. The reported allegation(s) could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required.